Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device cut but the staples were not properly formed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.